Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a funeral home with limited information. Further review of the manufacturer¿s database indicated the patient died approximately five months after device replacement. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were made with the funeral home and the cardiologist and were unsuccessful. Products: d334trg ICD implanted: 2013 (B)(6); 419478 lead implanted: 2010 (B)(6). (B)(4).